Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-14227. It was reported that patient experienced swelling and leakage at the ipg pocket site. Reportedly, the entire system was infected. Patient was treated with antibiotics and underwent surgical intervention wherein the system was explanted to address the issue.

Event description:
Additional information received identified that patient that the infection has resolved.